Manufacturer narrative:
Age at time of event (B)(6) this information was inadvertently left off on mfg. Report #1. Date of event: (B)(6) 2017 this information was inadvertently left off on mfg. Report #1.

Event description:
It was reported that prior to replacing the lead the lead pin was reinserted into the generator. However the high impedance did not resolved. Therefore it did not appear that the cause of the high impedance was an issue with the connection between the lead and generator.

Event description:
It was reported via an implant card that the patient's generator and lead were replaced due to battery depletion and high impedance, respectively. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns generator could not be interrogated due to battery depletion prior to the surgery. After the generator was replaced high impedance was observed with the new generator and old lead. Then the lead was replaced and the high impedance resolved. The explanted lead and generator were kept by the explanting facility and therefore are not available for return to the manufacturer.